Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unk. MFR date - unk. This report was filed (B)(4) 2010.

Event description:
It was reported that during surgical procedure on (B)(6) 2010, a drill bit broke and a fragment of the drill bit was retained by the pt. The remainder of the drill bit was discarded by the hospital. No further complications have been reported.